Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that experienced ineffective therapy. System diagnostics recorded high impedances on all contacts on the l4 lead. Reportedly, x-rays were within normal limits. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2022, wherein the lead was explanted and replaced due to fracture. Effective therapy was restored post operatively.